Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext # (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was found in the event history log but was not confirmed through testing. There was no known cause of the reported issue, and the downstream occlusion (dso) sensor was preventatively replaced.

Event description:
It was reported that the device had a downstream occlusion error. There was unknown patient involvement and unknown patient harm/adverse event reported.